Event description:
When using this pump, there is no safety feature which keeps the tubing in the pump. We have experienced several incidents where the tubing is inadvertently pulled perpendicular to the pump and the tubing becomes dislodged at the safe-t-valve connection. If the tubing has tension applied (e.g. Caught between a side rail and mattress) the tubing can be straightened and a free flow situation can occur. The pump is not designed to alarm if the tubing becomes dislodged from the pump or if it is free flowing to the patient.our product rep has been made aware of our concerns. While we continue to discuss our concerns with the company, there appears to be a fundamental design issue with this product. The tubing can easily be removed from the pump with no alarm to alert the clinical care staff. Additionally, a patient can apply tension to the tubing once it is out of the pump and inadvertently create a free flow situation.

Event description:
When using this pump, there is no safety feature which keeps the tubing in the pump. We have experienced several incidents where the tubing is inadvertently pulled perpendicular to the pump and the tubing becomes dislodged at the safe-t-valve connection. If the tubing has tension applied (e.g. Caught between a side rail and mattress) the tubing can be straightened and a free flow situation can occur. The pump is not designed to alarm if the tubing becomes dislodged from the pump or if it is free flowing to the patient.our product rep has been made aware of our concerns. While we continue to discuss our concerns with the company, there appears to be a fundamental design issue with this product. The tubing can easily be removed from the pump with no alarm to alert the clinical care staff. Additionally, a patient can apply tension to the tubing once it is out of the pump and inadvertently create a free flow situation.